Manufacturer narrative:
Company was notified of a removal surgery several months following akin osteotomy in the proximal phalanx of the great toe, due to implant backing out. Instability at the site was also noted. No imaging was provided. The actual device could not be examined as it was not provided to the company. Patient also had 1st tmt joint fusion procedure done during the original surgery which healed uneventfully. No report of trauma. Non-compliance was not suspected. A product investigation was performed for this device. Based on internal analysis of records, procedures, and surgeon's feedback there is no indication of a design, manufacturing or process issue affecting implant safety or effectiveness. Based on the information available the root cause of the event could not be determined. Unstable fixation can be the result of numerous reasons and is a known inherent risk of the device and surgical procedure. However, as a removal surgery was performed and because the company cannot rule out the possible contribution of the device to the event, out of an abundance of caution, this event is being reported. Company continues to monitor these events as part of post market activities. Additional report from the initial importer relating to this event is: #3014323288-2025-00002.

Event description:
Removal surgery several months following akin osteotomy in the proximal phalanx of the great toe, due to implant backing out.